Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a prosthesis surgery the ar-400raop malfunctioned and broke. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The manufacturer evaluation revealed the drill chuck on the attachment has broken off.